Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock due to t-wave oversensing and had its smart pass feature disabled. Technical services (ts) was consulted and discussed available troubleshooting options as well as device settings. This s-ICD was subsequently explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock due to t-wave oversensing and had its smart pass feature disabled. Technical services (ts) was consulted and discussed available troubleshooting options as well as device settings. This s-ICD was subsequently explanted. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.